Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site and would undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Additional information was received that the extension header was sitting on top of another header which pushed the skin out making it uncomfortable for the patient. The patient underwent a revision procedure wherein only a minor adjustment was made to the lead extension position.

Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site and would undergo a revision procedure.